Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was stated that during a shoulder arthroplastic surgery using a deltaxtend, the humeral haste introducer handle, in the area with the definitive stem was attached to the stem, and because of this it was impossible at the time its normal removal, after implantation of the definitive rod,it was alleged that the locking tabs or the spring of the wrist left or were damaged, which prevented their normal use.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint description states that the locking tabs or the spring of the wrist were damaged. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.